Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to component failure of the oscillation board. However, the cause of the failure could not be determined. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had an error e433. There were no reports of patient involvement.